Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter had positioning issue, partial deployment, migration, strut perforation and patient reportedly diagnosed with hematoma and filter with continued extravasation of contrast . The device has been removed after an unsuccessful removal attempt. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The bard inferior vena cava filter was implanted in level of l1-l2 interspace below the level of renal veins location for patient due to deep vein thrombosis and pulmonary embolism. As it was deployed, it took an angulated position. Abdominal kub showed inferior vena cava filter present in the abdomen. The filter was significantly tilted and does not appeared to be completely deployed. Next day, patient admitted with complaints of left lower extremity edema and pain. Computerized tomography scan showed inferior vena cava filter to be placed almost entirely within the left renal vein. The only portion of the filter within the inferior vena cava appeared to be the hooks on the distal portion of the filter. Malpositioned inferior vena cava filter within the left renal vein. Endovascular options for retrieval would be limited due to the presence of acute thrombus within the inferior vena cava. There was also a limited amount of filter exposed within the inferior vena cava. That could make snaring the filter quite difficult. Likewise, open surgical exposure of the region would be quite an extensive dissection. After the next day, computerized tomography scan demonstrated the migration of inferior vena cava filter into the retroperitoneum through the left lateral wall of inferior vena cava. No evidence of any prongs was seen inside the lumen of duodenum at present. After two days, patient underwent placement of a new bard eclipse retrievable filter, above the thrombus but beneath the renal vein and found to have small tear in inferior vena cava during surgery from original inferior vena cava filter with continued extravasation of contrast. Inferior vena cava filter which eroded through wall of vena cava. Attempted removal of the malpositioned filter through right common femoral vein access. The filter was noted to be malpositioned. It appeared to be on the outside of the inferior vena cava with three of the four spikes appeared to be within the inferior vena cava. The fourth longest limb appeared to be outside. Inferior vena cava filter was gone through the inferior vena cava into the left peritoneum. Then used ultrasound to identify the right common femoral vein access to remove the malpositioned filter. A bentson wire was placed and french sheath. Then used the snare to snare the limb of the filter that moved although it was somewhat stuck in that position. After trying to move the vena cava filter, it was felt to be some extravasation. Then it was decided to conclude the case with that because of extravasation, it was unsafe to proceed with any thrombolytics in the left lower extremity deep venous thrombosis. After next day, inferior vena cava filter which eroded through wall of vena cava was noted. After next day, removal of foreign body in retroperitoneum was performed. The retroperitoneal lymph nodes and fat over the inferior vena cava were dissected. Then dissected proximally and distally to the hematoma that was noted to be in the inferior vena cava and the thought that was where the filter perforated the inferior vena cava. The renal veins were separately dissected. The filter was identified and removed by exploratory laparotomy, then inspected it and filter noted to be intact. Therefore, the investigation is confirmed for alleged positioning issue, partial deployment, filter migration, perforation of the inferior vena cava (ivc) and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: h6 (device: 3009, 4001), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis and pulmonary embolism. At some time post filter deployment, it was alleged that the filter had positioning issue, partial deployment, migration, strut perforation and patient reportedly diagnosed with hematoma and filter with continued extravasation of contrast . The device has been removed after an unsuccessful removal attempt. The current status of the patient is unknown.